Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need for the system to have the 9800 ios loaded from the utility suite. Downloaded 9800 ios settings from the utility suite. The system was tested and found to work as expected. The system was placed back into service.

Event description:
It was reported that the cardiac system has poor image quality. There was no report of patient injury.